Event description:
It was reported that the customer had replaced the sensor and had a sensor error twice. Customer treated with a bolus. Customer's blood glucose level was 517 mg/dl. Customer ran high from a meal. Customer stated that the sensor was inserted in the stomach. Customer was standing when inserting. Customer stated that the alarm occurred during initialization. Customer was assisted in clearing the alert. Customer was told that the sensor can require more time to stabilize. Customer stated that he uses one piece of overtape. Customer stated that the sensor appears to be fully inserted and flat against the skin. Customer was advised to monitor the pump. It was explained that this is a normal function. Customer will monitor the issue. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.